Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation. Model number/catalog number: 72404310. Serial number: n/a. Batch/lot number: 1100361680. Model/catalog description: pump ms. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not functioning properly. The patient underwent surgery two weeks later and upon inspection, a hole was identified in the right cylinder, and the replaced pump was noted to exhibit dimpling. The right cylinder and the pump were explanted and replaced. There were no patient complications reported.